Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported an implantable collamer lens (icl) explant and cataract lens placed. The surgeon mentioned there were no adverse events. "No failure' was reported. If additional information is received a supplemental medwatch report will be submitted.